Manufacturer narrative:
The subject cv-170 was not returned to olympus medical systems for evaluation. But the subject cv-170 was checked by the local service staff of olympus and the following were reported. The subject cv-170 was found to be in a good physical condition, with no obvious damage, corrosion, or other deformities noted. There were no signs of water ingress or damage within the video connector socket of the subject cv-170. When a spare enf-vt2 was connected to the subject cv-170, the image was normally displayed on the monitor. While the image was displayed on the monitor, the image disappeared when the evaluator lightly moved the connector of the spare enf-vt2. The play between the video connector of the spare enf-vt2 and the video connector socket of the subject cv-170 was felt to be large and loose. When a spare video connector socket was assembled to the subject cv-170, the play at the connection was vastly reduced and the image did not disappear even when the evaluator strongly manipulated the video connector. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Event description:
During botox injections the subject device had experienced intermittent loss of image on 3 separate cases twice. Since the image of the monitor disappeared during the subject botox injections, the urologist discontinued the procedure and discarded the botox injection. There was no report of the patient injury other than the above.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-00262 to provide device evaluation results. Olympus medical systems corp. (Omsc) checked the device history record of the subject device, and there was no irregularity found. And, there was not any similar event in the past.